Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore a return sample evaluation was not/is unable to be performed. Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient experienced painful, difficult dipping. Flushing the outer tube goes well. Last days a lot of moist ness at the insertion site and around it is slightly irritated with little to no pain. It was reported the patient visited the ward and she has a buried bumper. Patient is expected at the endoscopy ward on (B)(6) 2019 to resolve this.

Manufacturer narrative:
Reference record (B)(4). Additional information in event.

Event description:
On (B)(6)2019 it was reported that the patient visited a surgeon because of buried internal retention plate. Advice is to do nothing and also to do no surgery. For now leave it this way. Insertion site: secretion, sometimes dirty. Not painful or irritated. .

Manufacturer narrative:
Reference record (B)(4). Additional information: correction: initial MDR listed explant date as (B)(6) 2019. The patient did not have the tube explanted. Catalog # listed as 062910. That is the similar us list number, the international list number is unknown.

Event description:
On 05-nov-2019 it was reported that the patient went to the surgeon on (B)(6) 2019 and was informed the buried bumper must be removed surgically. Patient temporarily discontinued the duodopa treatment. Patient has had a buried bumper since early 2019. Increased complaints around the insertion site since several weeks. The bumper is growing out. Patient is now using rescue medication. On (B)(6) 2019 patient to receive an unknown antibiotic treatment.